Event description:
It was reported that the patient had a lead revision surgery about 2 to 3 weeks prior to the report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. Product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_recharger_acc, serial# unknown, product type: recharger. (B)(4).